Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the main keypad assembly, the part was inoperative.

Event description:
The customer contacted physio-control to report that buttons on their device were not functioning. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio did observe a non-critical issue with the main keypad assembly. The main keypad assembly was replaced and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that buttons on their device were not functioning. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.